Event description:
The patient reported after taking a shower the v-go device fell off. The patient stated she was bending over after the shower and the adhesive pad completely came off of the patient skin. The patient typically prepares the site prior to applying v-go using an alcohol wipe and lets it dry prior to putting the v-go on her abdomen. The patient had been wearing the device for about an hour prior to the issue occurring. The patient stated there was no interference from her clothing or increased movement.